Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The samples were indicative of samples with a low viral load near the limit of detection (lod) of the assay. A batch MDR is being submitted to represent the 5 samples in batch run 5797824. This will represent one event on a single device as per FDA guidance. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the kit cobas 6800/8800 sars-cov-2 192t. A customer from new zealand alleged that they received potential false positive results for 60 patients¿ samples tested within 12 different batch runs. Each of the 12 batch runs contained 5 patients¿ samples. Patients¿ samples were collected using nasopharyngeal swab (copan swab) copan media. The customer confirmed there were no allegations of harm to the patients. The retested negative results were reported out to the patients and/or personnel treating the patients. Twelve (12) mdrs will be filed one for each batch run as per FDA guidance.